Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the registered nurse (rn) in office reported that the motor stalled (B)(6) 2016, the day after she did the refill. The rep did not know about it until the date of this report, when they scheduled her pump exchange and noticed only 5 years old. The rep had thought they would not replace so that was the reason for the delay. The stall was noted on the logs and the patient had been supported on oral medications, which they thought would suffice as she was in poor health, but the decision was made on (B)(6) 2016 to replace on (B)(6) 2016. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving bupivacaine 27.6 mg/ml at a dose of 6.53 mg per day, compounded baclofen 960 mcg/ml at a dose of 227.2 mcg per day and dilaudid 15 mg/ml at a dose of 3.55 mg per day via an implantable pump for non-malignant pain and other chronic/intract (trunk/limbs). It was reported a motor stall was seen at initial interrogation on (B)(6) 2016. The patient had not recently had a MRI. The motor stall was active at the time of report. No patient symptoms were reported. The hcp reprogrammed the pump from flex to simple continuous mode on (B)(6) 2016. After updating the pump, they saw at 14:59 in the event logs the pump restarted due to restart command but no motor stall recovery occurred. It was reported that when the pump would be replaced, it was to be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.